Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 389 mg/dl. The customer performed high pressure test and found insulin flow blocked alarm. The customer¿s blood glucose level in the morning was 274 mg/dl. The insulin pump will not be returned for analysis.